Event description:
A malfunction alarm was reported, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code recurs.